Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2017. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial and ventricular leads were explanted and replaced, and the reason for explant was noted as "other." Follow-up with the physician's office revealed that an interrogation about one month prior to the leads' revision procedure revealed the right atrial lead had noise and the right ventricular lead was oversensing and had no capture. No patient complications have been reported as a result of this event.